Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle retraction failure resulting in employee receiving a dirty needle stick. The following information was provided by the initial reporter: please had a failed safety activation on a 20g IV catheter that resulted in a serious exposure in the (B)(6) ed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 19-oct-2022. H6: investigation summary: bd received a used 20 gauge insyte autoguard blood control needle assembly from lot 2153956 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was already retracted. Next, the unit was inspected microscopically for any excess adhesive or damage to the components but no abnormalities were found. Then, the unit was reset to the un-retracted position in an attempt to recreate the reported event. However, the device retracted without issue and the engineer could not recreate the event. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects could be identified a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle retraction failure resulting in employee receiving a dirty needle stick. The following information was provided by the initial reporter: please had a failed safety activation on a 20g IV catheter that resulted in a serious exposure in the meridian ed.